Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted on (B)(6) 2019, due to unknown reason via lumboperitoneal (lp) shunt on with 30mmh2o. The pressure setting could not be changed, therefore, it was removed and replaced on (B)(6) 2024. The patient recovered. According to information provided, it is unknown if the patient presented signs and symptoms due to the product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR): the product code ns9008 with lot 7121732 sn pdkf55, conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was on setting 110 mmh2o. The valve was visually inspected and no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The catheter was tested and no occlusion was noted. Root cause analysis: no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism.

Event description:
N/a.